Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level with ketones; bg value was not provided. Reportedly, the cartridge was damaged at the cartridge tubing. The customer went to the emergency room and was subsequently hospitalized; no additional information was reported pertaining to treatment received at the hospital to address the high bg. Reportedly, the customer was released from the hospital after 11 hours. The customer declined to perform further troubleshooting.